Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient was having pain and headache four days after the trial procedure. The physician believed it was a possible encephalopathy. It was unknown what caused these symptoms. The patient reported that the symptoms had resolved. It was unknown if medical intervention was provided. No further information was provided.